Event description:
It was reported the patient had a jolt at the implantable pulse generator (ipg) pocket site. The jolt occurs occasionally after a few moments of being done recharging the device and only lasts for 1-2 seconds. An impedance test was done and showed all values were within normal limits, 1000ohms. The patient has been using adaptive stimulation successfully for quite some time and it was noted likely be unrelated to the adaptive stimulation because the jolt does not occur at the typical paresthesia area. The first time the patient felt the jolt was ¿ a few months ago¿. The patient was using electrodes 8-15, 10+, 11-, 12-, 13+. At the time of the call the patient could press on the ipg and they would feel a jolt. It only occurred when the stimulation was on. It was noted that manufacturer representative reprogrammed their device but it changed their adaptive stimulation settings so they were re-set on the new program and the patient was doing much better.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).